Event description:
It was reported that three (3) small volume folfusors leaked. This issue was discovered prior to patient use; one device leaked after a week of storage in the doctor's office. Two (2) devices were filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between july 7, 2020 to july 8, 2020. H10: the device was received for evaluation. Visual inspection was done which observed fluid inside a bag that contained the unit which suggested a leak had occurred. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened white luer cap. A functional leak test was performed by filling the device with green colored water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the device. The inside of the housing was observed to be dry. No evidence of fluid was found inside the housing. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the blue winged luer cap should be securely connected to the device after filling and priming. The other two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.